Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The evaluation found the ultrasound probe unit was chipped / sharp indentation at the distal tip where the balloon attaches; likely contributing to the reported event. Additionally, the insertion tube and ultrasound cable were buckled. The ultrasound image has 15 broken elements. The scope passed the leak test. The device was repaired to standard specifications and returned to the customer. As a result of the probe damage findings, olympus followed up with the user facility to obtain additional information. The endoscopy resource nurse at the facility further reported the problem was first noticed prior to a diagnostic procedure. There was a delay in the procedure as another radial ultrasound scope was used to complete the procedure. There was no patient injury, infection or medical intervention associated with this event. Additionally, no other devices were replaced during the procedure. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the user facility reported the ultrasonic gastro-vidoescope had a "leak at the tip when inflating balloon". No patient injury or harm was reported.